Manufacturer narrative:
(B)(4), eval, method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's left eye. The lens was removed due to low vaulting. The incision was not widened to remove lens. The lens was exchanged for a longer lens. No suture was used.